Event description:
Customer reported the image cuts out intermittently if the interconnect cable is moved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and straightened pins on the interconnect cable connector. System operates as intended.